Event description:
It was reported that the patient received inappropriate atp therapy. The device was reprogrammed. The patients condition was normal after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.